Manufacturer narrative:
Unit alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify possible under delivery anomaly due to motor error alarm. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, dog chew marks on pump, stained address/serial number label and missing end cap sticker. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the drive support cap was flush. The customer¿s blood glucose level was 361 mg/dl at the time of incident. The customer¿s blood glucose level was 537 mg/dl at the time of call. The customer was treated with manual injections for high blood glucose level. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.